Manufacturer narrative:
Citation: pighi, michele, et al. "Intravascular ultrasound assessment of coronary ostia following valve in valve transcatheter aortic valve implantation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology (2020). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-15307. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the occlusion is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate. A review of medical article "intravascular ultrasound assessment of coronary ostia following valve in valve transcatheter aortic valve implantation" was performed. From july 2011 to december 2019, 50 patients underwent viv-tavi in degenerated surgical bioprosthesis. A 23mm sapien 3 valve was implanted and a left coronary occlusion and sudden shock occurred after the retrieval of the wire and the stent managed by the emergency percutaneous implantation of an extracorporeal membrane oxygenator. Emergency stent implantation in the left coronary ostium was necessary.